Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he had issues with six sensors needle hubs being stuck in the serter. Customer mentioned her blood glucose was 36 mg/dl during the time of the events. He treated with food. No troubleshooting was performed for low blood glucose reading. Customer is returning sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of 6 opened and used enlite sensors found all 6 sensor needles are bent inside of the sensor; unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.